Manufacturer narrative:
The lot number provided could not be verified; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that before catheterization, the tracheotomy cannula was checked and air leakage was found. The tracheotomy cannula was replaced immediately. No patient injury was reported.